Event description:
The customer reported that a secondary infusion flowed into the primary set. The user noticed the event because the primary drip chamber was filing up and the infusion was dripping fast. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.